Manufacturer narrative:
Batch review performed on 21-sep-2023. Lot 185578: 60 items manufactured and released on 20-sep-2018. Expiration date: 2023-09-05. No anomalies found related to the problem. To date, 40 items of the same lot have been sold with another similar reported case during the period of review.

Event description:
At about 4 years and 3 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (12mm) with a thicker one (14mm) and the surgery was completed successfully.